Event description:
It was reported that an ro marker band misalignment occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the mildly tortuous and severely calcified mid circumflex (cx). A 2.50 x 20mm emerge balloon was advanced to the dilate the lesion at 16 atmospheres, but the balloon inflated beyond the radio marker. The procedure was successfully completed with a different balloon device. No patient complications resulted in relation to this event, and the patient was reported to be fine.